Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during fifth or sixth firing (with gst60d--gold reload), the surgeon noticed stapler seemed to slow down (more than normal) as the knife blade progressed through the firing cycle and heard a "crunching" sound. Blade made it all the way through the cycle and returned to the start position and the surgeon opened up the jaws and determined that no staples had formed on the stomach side of the cut and had a completely opened stomach. Specimen side of the cut was stapled completely. Surgeon immediately grasped the open stomach and called for a new stapler and reload. A new reload (gst60g) and stapler were opened and another bite of the stomach was fired on and they completed the procedure. There were no adverse consequences for the patient.